Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set smallbore 1.2 micron small volume filter experienced blockage. The following information was provided by the initial reporter: our children¿s hospital is experiencing occlusion when the lipid infusion is placed on hold for any reason. They have identified that the slower the drip rate the more likely it is to occlude.

Event description:
It was reported that the bd extension set smallbore 1.2 micron small volume filter experienced blockage. The following information was provided by the initial reporter: our children¿s hospital is experiencing occlusion when the lipid infusion is placed on hold for any reason. They have identified that the slower the drip rate the more likely it is to occlude.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: no. D.10. Returned to manufacturer on: na - product not received. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that they are experiencing occlusion when the lipid infusion is placed on could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.